Event description:
It was reported that during a gastric bypass procedure, after 4 times of using the device, the instrument was defect and the surgeon couldn´t open it. He tried sometimes and then he could remove the device. Another device was used to complete procedure.

Manufacturer narrative:
(B)(4). One piece sled. One long60a device was returned in good visual conditions and with a white cartridge present. The reload was received partially fired 1/16. Upon further inspection, it was noted that the cartridge had the one piece sled damage. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break and the device will lock out. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. To correctly reload the reload when inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.